Event description:
Follow-up information provided the patient had lead explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedance on multiple contacts. Field representative was unable to program the system to provide effective therapy. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
Corrected data: explant date: (B)(6) 2018.

Event description:
Information provided the patient had lead explanted and replaced on (B)(6) 2018.